Event description:
Leica biosystems received a complaint with the following information: "specimen spotty, thick/thin appearance. Fixation issue. Issue for past week. Xylene processing. 1 specimen undiagnosed. No other details available." On (B)(6) 2021, the complainant provided information to leica biosystems that one patient could not be diagnosed. The one (1) patient case was "non-diagnostic" and the patient's age and gender were provided on 13 december 2021.

Event description:
Leica biosystems received a complaint with the following information: "specimen spotty, thick/thin appearance. Fixation issue. Issue for past week. Xylene processing. 1 specimen undiagnosed. No other details available." On (B)(6) 2021, the complainant provided information to leica biosystems that one patient could not be diagnosed. The one (1) patient case was "non-diagnostic" and the patient's age and gender were provided on 13 december 2021.